Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon alleged the navigation system was inaccurate. The surgeon had successfully registered the patient with fidicual point merge and reported the navigation system was accurate. While draping the patient and navigation arm it was reported that the arm moved. The site moved the arm back and the surgeon checked accuracy. The surgeon decided the system was still accurate and chose to continue without re-registering the patient. Once the surgeon reached the tumor, the surgeon stated the navigation system was inaccurate by approximately 3 millimeters anterior. The surgeon completed the procedure with the use of the navigation system.there was no impact on patient outcome.

Manufacturer narrative:
On 25-feb-2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue.a software investigation was completed and determined the vertek arm was moved during the draping process and then moved back into position to navigate. This would invalidate the registration as the frame holder has no been moved. Software is functioning as designed.per instructions for use for cranial procedures, "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the vertek® articulating arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."